Event description:
It was reported by the customer that a pyxis anesthesia system (pas) workstation was not communicating. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating due to damage to the internet cord. A field service engineer reinstalled a new cord to resolve this issue. The system functioned as intended after a field service engineer troubleshot the device.